Event description:
Unk, the stent was implanted from antrum of stomach to the pyloric region. On (B)(6) 2015, patient who had ddt2210 implanted about a month ago was transferred to this hospital and had stomach x-rayed. It showed that stent fractured and fractured part was admitted in stomach. Restenosis was also admitted at the fractured part. Fractured part was retrieved and another niti-s sent was added.

Manufacturer narrative:
Since the device was not returned, it is impossible to proceed to actual evaluation. But, it is confirmed from the device history record that the suspected device had been manufactured with no significant issue and passed all the inspections. It is hard to find out exact root cause for this complaint, because the suspected device was not returned and it is difficult to reconstruct the situation at that time in the lab and limited info. The suspected device is not registered in the us, however, it was decided by the firm that we proceed MDR reporting as an event of stent fracture even though there was no damage to the patient due to this incident. We will continuously monitor whether similar or same complaint occurs.